Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on 12/25/2018, that on (B)(6) 2018, a hypoglycemic event occurred. The patient stated they received an urgent low alert with the dexcom reading 47 mg/dl. She stated she did not treat herself on time, waited to long to treat herself and ended up passing out. The paramedics were called and when they checked her blood sugar with a meter, her blood sugar was reading 21 mg/dl. Further contact was made with the patient on (B)(6) 2018. The patient stated she was treated with an IV during the time of event (contents unknown). At the time of contact, the patient was in stable condition. No additional patient or event information is available.